Event description:
Additional information reported that the patient was hospitalized as a result of these events/complications related to their replacement surgery.

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance.

Event description:
Additional information later reported that the patient was refilled with gablofen at their refill appointment in april. Per the nurse they always use gablofen.

Event description:
The patient experienced a change in therapy effect; the patient had increased spasms. When the pump was interrogated on (B)(6) 2015, it noted that eri (elective replacement indicator) occurred on (B)(6) 2015. This was unexpected because on (B)(6) 2015 when the pump was refilled, eri was 31 months. At the refill on (B)(6) 2015, there were no dose or concentration changes made. On (B)(6) 2015, the patient ended up in the hospital with withdrawal. The pump was successfully replaced the next day; the catheter was patent. Following the pump replacement, the patient recovered without permanent impairment. The device system was delivering baclofen (2000 mcg/ml); it was unclear if the brand was lioresal or gablofen..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.